Event description:
Healthcare professional reported ¿several cases where the inner bucket¿was completely stuck to the bottom bucket¿ of the implant box and ¿frank pus in the pocket¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and "inner bucket¿was completely stuck to the bottom bucket.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30050697 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection and molds complaints for the period of (B)(6) 2022 through (B)(6) 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported ¿several cases where the inner bucket¿was completely stuck to the bottom bucket¿ of the implant box and ¿frank pus in the pocket¿. Device has been explanted.

Event description:
Healthcare professional reported ¿several cases where the inner bucket¿was completely stuck to the bottom bucket¿ of the implant box and ¿frank pus in the pocket¿. Device has been explanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Manufacturer narrative:
Correction to supplemental medwatch 3: h.1 should be listed as serious injury as there was both a malfunction and serious injury reported for this patient.

Event description:
Healthcare professional reported ¿several cases where the inner bucket¿was completely stuck to the bottom bucket¿ of the implant box and ¿frank pus in the pocket¿. Device has been explanted.

Event description:
Healthcare professional reported opening left side implant during the procedure and ¿the inner bucket was stuck to the outer bucket¿. Healthcare professional also reported left side "frank pus in the pocket", "the patient ultimately developed an abscess", "had some peri-prosthetic fluid, as per [their] infection, but it was the abscess that was the problem". Device has been explanted and was replaced at a later date.

Manufacturer narrative:
The events of "infection (early onset)", "abscess", and "seroma" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Additional, changed, and/or corrected data: a6, b5, b7, h6, h11.

Event description:
Healthcare professional additionally reported "developed an abscess".